Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a routine follow-up, pacemaker mediated tachycardia was observed. The device was reprogrammed, but it did not resolve the issue. Further programming changes were recommended.